Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were gel air bubbles in 20 devces. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-sep-2025 investigation summary bd received one photograph and one sample for investigation. The evaluation of the photograph revealed multiple unused tubes with bubbles in the gel at their base. The returned sample was investigated, and a gel air bubble was identified, which is a cosmetic defect and should not impact the efficacy of the tube. A total of 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were gel air bubbles in 20 devces. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.